Manufacturer narrative:
PMA/510(k)#: p100022 and s001. The ziv6-35-125-6.0-120-ptx stent of lot number c793668 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. Available information stated that the patient had pre-existing conditions including carotid disease, hypertension, diabetes (type unknown), hypercholesterolemia and pad. According to complaint information provided, intermittent claudication was observed on the patient. It can be noted that claudication indicates peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to limited information and lack of imaging no other comments can be made. As no imaging was available to support the complaint investigation, the complaint is confirmed based on customer testimony. It may be noted that worsened claudication and restenosis of the stented artery are known potential adverse events associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided pta was performed and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. PMA/510(k)#: p100022 and s001. The ziv6-35-125-6.0-120-ptx stent of lot number c793668 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. Available information stated that the patient had pre-existing conditions including carotid disease, hypertension, diabetes (type unknown), hypercholesterolemia and pad. According to complaint information provided, intermittent claudication was observed on the patient. It can be noted that claudication indicates peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to limited information and lack of imaging no other comments can be made. As no imaging was available to support the complaint investigation, the complaint is confirmed based on customer testimony. It may be noted that worsened claudication and restenosis of the stented artery are known potential adverse events associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided pta was performed and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: 3 x zilver ptx stents were placed right lower sfa and above-knee popliteal artery on the patient - 1 x ziv6-35-125-6.0-120-ptx (lot#c793668), 1 x ziv6-35-125-6.0-120-ptx (lot#c777372) and ziv6-35-125-6.0-40-ptx (lot#c771050). On (B)(6) 2015: restenosis (100%) was confirmed where the ptx were placed. Intermittent claudication was observed on the patient. Pta was performed where the stent were placed, and the patient condition recovered. As per the above description of event received, three devices are involved in this incident. This report addresses the investigation of 1 x ziv6-35-125-6.0-100-ptx device of lot#c793668. Additional reports will be submitted in relation to the other two devices reported- report reference numbers: 3001845648-2015-00215 and 3001845648-2015-00216.